Manufacturer narrative:
(B)(4). Unit passed displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump received a insulin pump error. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.